Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has high pitched whine and an issue with batteries not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (medical device ¿ problem code, component codes, health effect ¿ impact codes, investigation conclusions, investigation findings).

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Removed and replaced power supply as required to diagnose the charging issues the customer is experiencing. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had high pitch whine and unit not charging while plugged in. There was no harm or injury reported.